Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; there were missing columns on the lower part of the liquid crystal display (lcd). The lcd was electrically out of specification. It was also found that the lower case was broken, the ring cover was broken, and the ring was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) menu screen was only showing half of the display. The epg's batteries were changed but the issue was not resolved. The epg has been returned for service. There was no patient involvement.